Event description:
It was reported through the filing of a lawsuit that allegedly in (B)(6) 2015 the patient began experiencing significant popping in his left leg while ambulating and on (B)(6) 2015 he was diagnosed with an intraprosthetic disassociation and trunnion failure of the accolade hip system implanted in his left hip. It is further alleged that based upon these findings, revision surgery was scheduled and completed on (B)(6) 2015 and during that surgery the surgeon observed among other things, evidence of significant metallosis throughout the entire hip and synovitis.

Manufacturer narrative:
Additional information: brand name; product code; common device name; catalog #; lot #, expiration date; PMA/510(k) #; device manufacture date. An event regarding disassociation involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no product was returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided for review. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event itself could not be confirmed nor could the exact cause of the event be determined because insufficient information was provided. Further information such as pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
It was reported through the filing of a lawsuit that allegedly in (B)(6) 2015 the patient began experiencing significant popping in his left leg while ambulating and on (B)(6) 2015 he was diagnosed with an intraprosthetic disassociation and trunnion failure of the accolade hip system implanted in his left hip. It is further alleged that based upon these findings, revision surgery was scheduled and completed on (B)(6) 2015 and during that surgery the surgeon observed among other things, evidence of significant metallosis throughout the entire hip and synovitis.